Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: investigation revealed a cracked battery compartment below the bumper pad. The text on the display screen was also found to be dim, faded and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment below the bumper pad. The text on the display screen was also found to be dim, faded and reddish. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/07/2014.